Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 481mg/dl. The customer stated that the cannula was not inserted into his body and noticed when the hospital asked him to remove the infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.